Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured 6atm to 8atm for 20 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no complications, and the patient was in good condition after the procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted. Device evaluated by manufacturer: the complaint device was received for product analysis. A hypotube kink was identified approximately 21cm from the strain relief. No issues identified with the shaft polymer extrusion profile. A microscopic examination of the balloon material identified a pinhole 2mm proximal to the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues with the tip profile. A microscopic examination of the proximal and distal markerbands identified no damage. A microscopic examination of the polymer extrusion noted that the inner lumen was stretched and bunched approximately 5cm from the distal tip. The device was attached to an encore unit and an attempt was made to inflate the device however, a pinhole was observed 2mm proximal to the distal markerband. No other issues were identified during returned product analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured 6atm to 8atm for 20 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no complications, and the patient was in good condition after the procedure.